Event description:
Wells johnson received communication from the customer that an infusion cannula broke at the base during surgery. The cannula was sent back for evaluation, and based on the location of the break being higher than the connection point with the handle and that the material was bent closed at the break point it suggested that too much lateral stress was applied during the procedure. The break point was outside the body therefore there were no metal pieces left inside the patient. The customer did not indicate any impact on the safety of the patient.

Manufacturer narrative:
This report is a correction of errors in the initial submission under MFR report #. First correction is in section d.3 the customer service email address is omitted. The second correction is in the initial report remedial action "replace" in section h.7 was selected incorrectly. There was no remedial action for this device; the action taken was to correct/replace only a single device.